Event description:
The olympus (okr) field service engineer was informed by the customer that the high flow insufflation unit's "panel not working intermittently" during an unspecified procedure. No patient injury or harm was reported to olympus.

Manufacturer narrative:
The referenced device was returned to olympus for evaluation. The customer reported issue was confirmed, the device is turned on and the front panel turns off with an audible alarm which was found due to a faulty (cr) board (pressure sensor/pressure sensor circuit). The investigation is ongoing; therefore, the root cause of the reported issue cannot be determined at this time. However, if additional information becomes available a follow up medical device report will be supplemented accordingly.

Event description:
The unspecified procedure occurred at the beginning. The procedure was completed successfully with another similar device. There was no delay. It as confirmed there was no patient injury or harm. The device was inspected prior to use and no anomalies were observed.

Manufacturer narrative:
This supplemental report was submitted to provide additional information regarding the event (b5) and reporter (e2 & e3).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.